Event description:
Additional information received reported, the patient's follow-up physician was not aware of the event and had no further information.

Manufacturer narrative:
(B)(4). Lead, model 3387s-40, lot# v011938, implanted: (B)(6) 2007, explanted: na. Lead, model 3387s-40, lot# v014246, implanted: (B)(6) 2007, explanted: na. Extension, model 37085-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension, model 37085-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer, model 37642, serial# (B)(4). Recharger, model 37651, serial# (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues after receiving a new neurostimulator on (B)(6). The patient was unable to get hardly any coupling bars until (B)(6). The ins was almost completely depleted, despite having been fully charged on the day of implant. It was noted that prior to the ins replacement, the reporter was aware of a short on one of the leads (see MFR. Rep. # 3004209178-2011-03805 and 3004209178-2011-05167). It was also reported that stimulation was off, and they had not been able to turn it on, since surgery with the patient programmer or the recharger, and the patient experienced a loss of therapeutic effect. It was also reported that stimulation was turned off to preserve battery, but the patient was still not experiencing a full return of symptoms. Additional information has been requested, but was not available as of the date of this report.